Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump to be in excellent condition. A review of the event history log identified force sensor test error in the history. During the functional testing the force sensor test error was found at power up process and failed force sensor calibration verification. The root cause of the problem was unable to be determined. Performed force sensor calibration and all functional test which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.